Manufacturer narrative:
(B)(4). Batch # r41348. Device analysis: the analysis results found that the shaft of a bcd10 devices was returned and a plastic bag with the tip of the device. Upon evaluation, the dissector tip was found separated from the shaft, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. No conclusion could be reached as to what may have caused the reported incident. The complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot/batch r41348 number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, the cotton tip fell into the patient easily. The device was used on the lung. The fallen tip was retrieved, and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.